Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 years 9 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and 2013. Normal uterine cavity, 4 coils noted on the right, and 2 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the uterus distends normally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Event medical device removal updated to pelvic pain. Events added from mr- dysmenorrhea, menorrhagia. Reporter information, lab data, medical history, date of birth were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3946 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). On an unknown date, she experienced dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies, cystoscopy). Essure was removed the same day. At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and 2013. Normal uterine cavity, 4 coils noted on the right, and 2 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: the uterus distends normally quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: report from lawyer. Imdrf-FDA synchronization based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3946 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies, cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and 2013. Normal uterine cavity, 4 coils noted on the right, and 2 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: the uterus distends normally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (essure removed on ((B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.